Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to cases (B)(6).

Event description:
Caller alleges insulin leaks out at the plaster of the infusion set after one day of use. Issue has occurred with more than one lot. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.